Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. It was noted that the patient had a shoulder injury that prohibited the patient to charge the device. Patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced.